Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, leakage was noted at the connection site to the filter. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation, in used conditions, without its original packaging. Leak test: sample was tested using a syringe with colored water. Results: during the test, leak was found between filter and tube, only one sample. The complaint is confirmed. Root cause is lack of solvent by not following the procedure mp-366 rev.112 ?extension set with filter assembly? Section 12.0 bond coiled tube assembly to filter inlet. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure mp-366 rev.112 ?extension set with filter assembly? Section 12.0 bond coiled tube assembly to filter inlet, by quality engineer on (B)(6) 2021. The cause of the reported problem was traced to the manufacturing process.